Manufacturer narrative:
(B)(4). There is no contact information provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
An obstetric patient had a continuous infusion labor epidural using an arrow brand catheter from a ready-made insertion kit supplied by arrow. No problems were encountered during insertion or use of the catheter for the labor. But upon removal by the registered nurse, who was highly experienced with the removal of epidural catheters, the catheter fractured. This resulted in approximately 3.5 cm of the distal-most part of the catheter remaining in the epidural space in front of the body of l4, with the most distal part of the catheter positioned in the right of the epidural space. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided other remarks: and without the sample.

Event description:
Medwatch report: an obstetric patient had a continuous infusion labor epidural using an arrow brand catheter from a ready-made insertion kit supplied by arrow. No problems were encountered during insertion or use of the catheter for the labor. But upon removal by the registered nurse, who was highly experienced with the removal of epidural catheters, the catheter fractured. This resulted in approximately 3.5 cm of the distal-most part of the catheter remaining in the epidural space in front of the body of l4, with the most distal part of the catheter positioned in the right of the epidural space. The patient's condition is unknown at this time.